Event description:
Complainant alleged that the clinician was transporting the pt (age and gender unk) from the emergency room to the ccu dept. When the unit lost power. The clinician was able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.